Event description:
During a routine shift check by a clinician, the device powered up with a display that was blank except for a green dot. The device controls were unresponsive. There was no pt involvement in the reported malfunction.